Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was programmed off for replacement surgery. Due to an occulusion of the superior vena cava (svc), the procedure was cancelled. While in recovery, the patient went into cardiac arrest and was externally shocked by the physician. Subsequent device interrogation revealed that the device had not been reactivated following surgery.